Manufacturer narrative:
Citation: satawiriya m, chandavimol m, limsuwan a. Melody transcatheter pulmonary valve replacement: a single-center case series in southeast asia. Bmc cardiovasc discord. 2024;24(1):301. Published 2024 jun 13. Doi:10.1186/s12872-024-03919-7 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of transcatheter pulmonary valve replacement (tpvr) with the melody valve. The study population consisted of 14 patients who all underwent tpvr with a medtronic melody transcatheter pulmonary valve. Of these patients, one required valve-in-valve melody tpvr due to pulmonary stenosis of a previously implanted medtronic hancock bioprosthetic valve. The authors observed the following adverse events after tpvr: fever (without a specific source of infection or bacteremia) treated with intravenous antibiotics; bacteremia (aeromonas caviae) treated with a full course of antibiotics; cardiac arrest due to ventricular arrhythmia related to endocarditis at two years post-implant that was managed medically prior to explantation; endocarditis at five years post-implant; high/elevated mean gradients; trivial pulmonary regurgitation; stenosis/obstruction; and melody valve reintervention (balloon dilation to address high gradients and stenosis/obstruction). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Corrected: b3 and g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.